Event description:
It was reported to boston scientific corp in 2007, that during an endoscopic retrograde cholangeopancreatography using a maxforce biliary dilatation balloon on a female pt (approx 80 yrs old), "the balloon was inflated and would not deflate once [the] pt was dilated". The balloon's inflation was reduced, however, it would not "fully deflate". The physician removed the device without complications. The procedure had been completed using the device. The patient's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for the pertinent lot. The march 2007 15 - month maxforce biliary complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trends were noted.